Event description:
The rptr stated that while cooking dinner his oxygen hose caught on fire. He felt that this hose was dangerous because he could smell the fumes of the mixture that makes the hose flexible.